Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone tip of the jaws came off. The piece was in the tunnel and retrieved by using the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Device evaluated by MFR: device was discarded.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro silicone tip of the jaws came off. The piece was in the tunnel and retrieved by using the hemopro. A replacement device was used to complete the procedure. The hospital did not report any patient effects.